Event description:
During the supraventricular tachycardia procedure, signal issues resulted in the procedure being cancelled. It was observed that the ecgs were not displayed even when the amplifier connection was established. The amplifier was exchanged and the procedure was completed the next day with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.